Event description:
It was reported that during a lap gastric bypass procedure, three devices were used; each device failed with error code 5. The surgeon was dividing the greater momentum across the small bowel on a patient that had a bmi of (B) (6). The patient had an extremely thick and wet environment to work in. The devices were not being cleaned between the attempts to transect. The surgeon used the long excel trocars and there may have been excessive torques done with the devices. The first device failed within the first 3 activations, the second device failed after 7-8 activations. The third device worked until the case was completed but kept alarming error code 5. They did perform a liver biopsy due to the surgeon did not like the appearance of the patient's liver. This was not performed due to the procedure but as a precaution by the surgeon. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Devices a and b were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit as solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device c was returned in good physical condition. The device was tested with a generator and was functional; no error code 5 was noted during testing. There were no anomalies noted with the functionality of the device. Device b batch f9ga3v: mfg date 03/19/09, exp date 02/19/14. Device c batch f9g22t: mfg date 02/05/09, exp date 01/05/14.